Event description:
It was reported that the customer received a no delivery alarm. The customer's blood glucose level was 236 mg/dl. While troubleshooting it was possible that either the reservoir or the infusion set was occluded. The product will be returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.